Event description:
On (B)(6) 2022, the customer alleged to medela llc that she had low suction with her pump in style max flow breast pump. Additionally, she alleged that she has developed mastitis four times and was prescribed antibiotic three of those times.

Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including confirming no milk backup had occurred; verifying correct kit components were being used and washed according to our instructions for use; verifying breast shield fit; and powering on the device. The troubleshooting did not resolve the issue. A replacement device was sent to the customer and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 5/6/2022, the customer indicated that she no longer has mastitis but now has clogged ducts. Additionally, she stated that her replacement pump is working well. In follow up again by a complaint handler the customer indicated that her clogged ducts are gone but she is wondering why she can not empty her breast. She was offered and accepted contact with a medela clinician. In follow up with a medela clinician on 05/12/2022, the customer indicated that she has no signs of mastitis since finishing the medication but continues to have some clogged ducts. The customer stated that she had blebs and has been able to resolve them effectively with dangle nursing and gentle nipple agitation. They also discussed breast shield sizing and hand pumping. In follow up again by the medela clinician the customer stated that she has no signs of mastitis or clogged ducts. Customer states she is using the pumping technique emailed to her and is using the correct breast shield size. States her replacement pump is working well. No additional follow up needed. The device was returned without the customer's parts and accessories; therefore, it was evaluated with a medela lab kit on 05/12/2022 and it passed suction and cycle specifications. The customer's report of low suction could not be confirmed. Based on the results of our internal investigation ((B)(4)),it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.